Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1109808) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.

Event description:
It was reported by the aci sales professional that a(B)(6) female patient with severe coronary artery disease underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the right femoral artery via a 7f procedural sheath. A pre-procedural femoral angiogram showed a 7mm artery with no presence of calcium or plaque. Pre-procedure pulses were documented as easily palpated. Following the procedure, the physician who is a trained user of the mynx, chose the device for femoral arterial closure. It was reported that when the physician tried to advance the advancer tube, he met resistance so the physician deflated and then removed the balloon. The physician then removed the advancer tube and noticed a small ooze at the access site. The physician converted the patient to manual compression and hemostasis was successfully achieved. Post catheterization and post mynx deployment, the right pedal anterior and posterior pulses could not be palpated with the fingertips. A doppler ultrasound was required to hear the pulses. The patient was sent to radiology for another femoral angiogram via the left femoral artery (lfa). The angiogram revealed the sealant had travelled downstream below the popliteal artery and was occluding the distal flow of the anterior and posterior tibial arteries so the physician used a 4f fetch catheter and aspirated pieces of alleged polyethylene glycol (peg). Not all the material was aspirated, so the physician placed the patient on tissue plasminogen activator (tpa) to try to dissolve the alleged sealant but was unsuccessful. The patient was admitted to the coronary care unit (ccu). The following morning, it was reported that the patient's right leg was cold and painful, and the right access site was observed to be bleeding. The patient was brought to the operating room (or) where the vascular surgeon performed a cut down of right femoral artery (rfa) and sutured the arteriotomy. The interventional radiologist (ir) then obtained access through the lfa with a 6f crossover sheath, inserted the glidewire past the sealant, then went over-the-wire with a fogarty balloon catheter and removed the remaining pieces of the alleged peg. Following the surgery, it was reported that the scrub tech pulled out the sheath and then applied a femostop on the patient's lfa. The patient's distal pulses were restored to 2.5 and the patient was kept in the hospital for two days on a heparin drip, and was also transfused with one unit of blood. No further information was provided.